Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief in the right lower extremity and numbness in her leg. Imaging was taken in the field and the physician assessed that the ID spacer had migrated. Attempts to alleviate the pain with bilateral sacroiliac joint injections were unsuccessful. No further information has been provided despite good faith efforts.